Event description:
The customer was in an accident due to low bgs. Customer was in a long meeting and had not eaten enough. Their bgs at the start of the meeting was 100 but later hospitalized with a bg of 34.